Event description:
An attempt was made to deploy a 3.5mm diameter x 38mm length endeavor resolute rapid exchange (rx) coronary stent in the pt. Although numerous attempts were made to cross the lesion, the relevant device did not cross the lesion and was noted that the device was kinked on removal from the pt. The physician pre-dilated the lesion post removal of the endeavor resolute stent prior to the implantation of another 38mm stent. No other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: (severe calcification in the proximal to mid rca), (stent deformation and failure to deliver the stent). Conclusion: (severe calcification in the proximal to mid rca). Method: film (x-ray, fluoroscopy, ivus, CT, MRI etc). Device eval summary: the stent was positioned between the inner shaft marker bands of the returned stent delivery system. The 16th, 17th and 18th distal stents segments were slightly raised and overlapping. A number of struts on the 9th and 10th proximal segments were deformed. Cine images eval: review of the procedural images provided contained images of the pre-dilation and successful deployment of stents in the lcx. The proximal to mid rca was severely diseased and calcified. Following pre-dilation the physician successfully deployed what appeared to be a 38mm stent in the proximal to mid rca. The cd did not contain images of the reported difficulties encountered by the physician when attempting to deliver the first endeavor resolute rx stent. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).